Event description:
On (B)(6) 2012, the patient contacted animas, alleging the ok, up and down arrow keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The patient reported a cancelled bolus due to the keypad issue. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The contrast and ok keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts and the ok and down button contacts were found to be inverted.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.